Event description:
The customer reported that the c-arm cable was defective, the iris was misaligned, and the insulation was defective. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service cable was replaced, the iris was aligned, and the stk was carried out. The system operates as intended.